Manufacturer narrative:
The part of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 5440030, #54840005540, #1475501055 and # 1475501060. (B)(4). PMA/510k #s: k102555; part # 54840005540, 510k k091974; 1475501055 and 1475501060, 510k k113174 . Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a lumbar laminectomy at l3, l4 and l5. Patient was discharged to a skilled nursing facility. Patient returned to emergency department one month post-op complaining of low back pain secondary to surgical wound. Patient discharged same day from ed. Wound cultures taken in ed came back positive for (B)(6) and proteus. Infectious disease doctor instructed patient to return to ed 5 days later for IV antibiotics and I <(>&<)> d of wound. I <(>&<)> d of wound was completed on 3 days later.